Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a femoral diaphyseal fracture, it was observed that the tip of the attachment device and the detachable part of the reamer shaft dropped from the surgeons hand when reaming the medullary cavity. It was reported that the surgeon put the parts together and attached the reamer shaft, and as he reamed, he held the disassembled parts. It was reported that there was a ten minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. It was reported that there were no fragments generated so nothing fell into the patient. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the assignable root cause was incorrect. The assignable root cause has been corrected from improper handling to improper maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the tool coupling was defective because the heavy duty dowel pin was worn out. It was determined that the device was generally worn out. The assignable root cause was determined to be due to improper handling of the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.